Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (1 mg/ml at 0.2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016, it was reported that a motor stall was seen on pump interrogation. The patient had recently had an MRI. The pump logs indicated that the pump motor stalled on (B)(6) 2016 when the patient had the MRI and a stopped pump period may exceed tube set message recorded on (B)(6) 2016. There was no motor stall recovery message in the logs. The pump was re-interrogated. A motor stall recovery message then showed in the logs today after the hcp re-interrogated the pump. The patient had no symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.